Event description:
It was reported that the measured values for inspiratory tidal volume was lower than set tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device logs were downloaded and sent for our evaluation. We have not received any information if any parts were replaced. Received device logs indicate alarms for excessive leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume low. Successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
Manufacturer's ref #: (B)(4).